Event description:
It was reported that while using a bd bactec¿ plus aerobic/f culture vials (plastic) bacterial contamination was observed by the laboratory personnel. A gram stain was used to confirm the contamination. The patient was treated unnecessarily with meropenem due to the contamination. The following information was provided by the initial reporter: "it was reported that contamination with (B)(4) bottles. This patient was initially put on daptomycin for the gram positive cocci seen in the gram stain. When acinetobacter was reported from the biofire, meropenem was added but within a day was discontinued due to the fact that we reported the acinetobacter as a contaminant. The patient¿s fever was really related to rsv and the patient was put on ceftriaxone. The patient is still in the hospital but it doesn¿t appear that there was any harm done by the initial reporting of the acinetobacter. "

Manufacturer narrative:
H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Returned good samples were not received. Batch has been previously investigated for the reported defect. No additional testing is required at this time. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using a bd bactec¿ plus aerobic/f culture vials (plastic) bacterial contamination was observed by the laboratory personnel. A gram stain was used to confirm the contamination. The patient was treated unnecessarily with meropenem due to the contamination. The following information was provided by the initial reporter: "it was reported that contamination with 442023 bottles. This patient was initially put on daptomycin for the gram positive cocci seen in the gram stain. When acinetobacter was reported from the biofire, meropenem was added but within a day was discontinued due to the fact that we reported the acinetobacter as a contaminant. The patient¿s fever was really related to rsv and the patient was put on ceftriaxone. The patient is still in the hospital but it doesn¿t appear that there was any harm done by the initial reporting of the acinetobacter. "